Event description:
The device was reported to have blood leaking out of the hemostasis tubing/hemostasis hub joint.

Manufacturer narrative:
On (B)(6) 2026, it was reported that the hemostasis tubing/hub joint was reported to be leaking at the end of the case. Additional information was obtained from the facility at a later date and it was stated that the leaking was when the physician inserted the sheath into the body, not at the end of the case as previously reported. The hemostasis tubing was reported to be intact when removed from the packaging and was able to be flushed with no issue. There were no patient consequences reported as a result of this event. Innovative health received the device for investigation on 2-february-2026. A visual inspection was performed on the returned sheath and dilator upon receipt. The hemostasis tubing was detached from the device handle of the returned device. There was damage to the dilator hub, with a small piece of material lifting off the hub and damage to the hemostasis valves. The hemostasis hub/tubing joint was inspected, and the joint was intact however, the tubing was completely severed below the joint. Leak testing of the complaint device was not feasible due to the detached hemostasis tubing. A review of the applicable process control record was performed to ensure that each manufacturing and inspection operation was performed and no anomalies were noted. Based on the visual inspection of the returned device, and the review of the process control record, the investigation does not indicate any performance issues with the reprocessed sheath due to the reprocessing process and the cause of the reported event could not be conclusively determined. It is important to note that the IFU states, "do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis."